Manufacturer narrative:
Additional codes: ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient information was not provided at the time of the report section e: surgeons name was not provided at the time of report. A representative went out to the site to preform a system check out. It was noted that the bolts on the tracker were loose. It was noted that the right side tracker has a large scuff mark indicating impact with an object. Tracker can be wiggled when manipulated. Further troubleshooting found that the right and left side tracker bolts were loose. They navigated the 3d with hole. Once performed the findings were greater than 5mm of inaccuracy on right side. Subsequent verification spin on left and right sides failed with calibration kit. Once they tightened the right and left side tracker bolts (the left side were loose less than half turn, and the right side were loose greater than full turn) and performed calibration and verification of trackers. The system checkout passed and functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of greater than 5mm when the camera was facing the right side tracker of the system. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional information was received and the probable cause was that there were unstable/moving purple trackers. Also they continued the procedure with a spin from the site¿s other imaging system.